Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Reported event was confirmed via medical records that were provided and reviewed by a health care professional. Product was not returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00784101100 ¿ versys stem ¿ 62694836. 00801803601 ¿ cocr head ¿ 62829949. 00620205222 ¿ shell ¿ 62501968. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01689, 0002648920-2021-00162.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels, and bursitis. During the revision, corrosion was noted at the trunnion of the femoral head and early liner wear was noted. The head and liner were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.